Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the green delivery catheter did not come back out. It remained in uterus"), complication of device insertion ("insertion procedure took longer because the catheter had to be removed") and procedural pain ("pain") in a female patient who received essure (batch no. 626282). On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced device breakage, complication of device insertion and procedural pain. At the time of the report, the device breakage, complication of device insertion and procedural pain outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device insertion and procedural pain with essure. The reporter commented: during placement of the essure device in a non-anaesthetised patient, the green delivery catheter did not come back out. It remained in the uterus. The patient experienced pain. The procedure took longer because the catheter had to be removed. Surgeon managed to remove it with small forceps. Company causality comment: this medically-confirmed case report refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and in the insertion procedure, the green delivery catheter did not come back out. It remained in uterus (seen as device breakage); the patient had pain and the insertion procedure took longer because the catheter had to be removed (complication of insertion). The surgeon successfully removed it with a small forceps. The events are anticipated in the reference safety information for essure. In this particular case, the delivery catheter breakage occurred during the essure insertion procedure therefore a causal relationship cannot be excluded (related). This case was regarded as other reportable incident since the breakage could lead to potential damage under less fortunate circumstances. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the green delivery catheter did not come back out. It remained in uterus"), complication of device insertion ("insertion procedure took longer because the catheter had to be removed") and procedural pain ("pain") in a female patient who had essure (batch no. 626282) inserted. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and procedural pain. At the time of the report, the device breakage, complication of device insertion and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and procedural pain with essure. The reporter commented: during placement of the essure device in a non-anaesthetised patient, the green delivery catheter did not come back out. It remained in the uterus. The patient experienced pain. The procedure took longer because the catheter had to be removed. Surgeon managed to remove it with small forceps. Quality-safety evaluation of ptc: unable to confirm complaint. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 10-oct-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the green delivery catheter did not come back out. It remained in uterus"), complication of device insertion ("insertion procedure took longer because the catheter had to be removed") and procedural pain ("pain") in a female patient who had essure (batch no. 626282) inserted. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and procedural pain. At the time of the report, the device breakage, complication of device insertion and procedural pain outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and procedural pain with essure. The reporter commented: during placement of the essure device in a non-anaesthetised patient, the green delivery catheter did not come back out. It remained in the uterus. The patient experienced pain. The procedure took longer because the catheter had to be removed. Surgeon managed to remove it with small forceps. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: no further information was obtained despite all follow-up attempts. Company causality comment: other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.